Event description:
Siemens was notified on (B)(6) 2012, that the therapists acquired images, applied the shift(s) and then did a couch copy, however, the couch copy did not work because when they proceeded to one of the treatment beams, the couch began to automatically move to longitudinal = 0, lateral = 0, and vertical = 0, which were the values in the treatment field definition form "before" the couch copy. In other words, the couch copy process failed at some point. It is unknown whether it was user error or software error, and the customer was not there when the event happened. It was reported that neither the patient, nor the machine, was damaged in this event.

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012 and mailing this MDR on (B)(4) 2012. Investigation into the reported occurrence is on-going. Siemens will submit a supplemental report upon completion of the investigation.